Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed. Report 1 of 2, see 1920664-2015-00084.

Event description:
The user facility in (B)(6) reported during the procedure, the vitrectomy cutter did not cut. They replaced the cutter with no patient injury reported.